Event description:
It was reported that during patient treatment, the ventilator generated alarms for high airway pressure, there was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
This foreign complaint was reported based on the available information at the time. The investigation has however determined that the cause of the event is related to a specific sw version. This sw version is not released and will not be released on the us market, therefore no units on the us market are affected. This complaint does therefore not meet the reporting criteria for MDR and should not have been reported.

Event description:
Manufacturer ref.#: 278001.